Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage eu3520-1125(r852136201). It was reported that on (B)(6) 2024 , a 23mm navitor valve was implanted in a patient with a final implant depth of 7.5mm. No calcification extending beneath the aortic annular plane in the interventricular septum post deployment, the patient had completed heart block and junctional rhythm. A dual chamber pacemaker was implanted. The patient is stable.

Manufacturer narrative:
An event of heart block post implant was reported. Possible contributing factors to arrhythmia after a portico valve implant include patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. It was indicated that final implant depth was 7.5 mm ncc which is optimal depth. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on this information, the cause of the reported heart block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.